Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5092-58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged post operation. The ra lead was found to have high impedance and no capture. The ra lead sensing was dropped by half but sensing appropriately, so the physician elected to leave the lead implanted and reprogramed the device to compensate. The lead remains in use. No patient complications have been reported as a result of this event.